Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during the valve alignment of a 29 mm sapien 3 valve by tf approach in aortic position, the valve could not be aligned on the balloon. The balloon was observed to be torn and all the devices were retrieved. There was no consequence for the patient. As per medical opinion, the aorta was tortuous and possibly the valve was too crimped and the balloon not enough deflated.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation after being used in the procedure with the crimped valve on the balloon and the sheath on the delivery system. The returned device was visually inspected. The valve was on crimp balloon. There was I/c bond separation, a kink on balloon shaft and a kink on balloon just proximal to the valve due to device return packaging. No other visual abnormalities were observed. Double wall thickness of the crimp balloon near the observed separation was measured. Measurements of the crimp balloon double wall thickness were taken and met the specification. Due to returned condition of the delivery system (kinks and material separation of the crimp balloon) no functional testing could be conducted. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any other issues that could have contributed to this complaint. A review of complaint history reveals that the occurrence rates for the complaint codes of balloon torn and difficulty with valve alignment did not exceed the february 2016 control limits for the commander delivery system trend categories of "balloon torn" or "valve alignment difficulties," respectively. IFU, training manuals and standard operating procedures were reviewed for procedural steps that could contribute to valve alignment difficulty and/or additional tensile force on the crimp balloon / inflation balloon bond. No IFU/training deficiencies were identified. During manufacturing of the crimp balloon, the crimp balloon undergoes 100% balloon dimensional inspection for length, distal ID, proximal ID and wall thickness. Also the balloon is 100% visually inspected for general appearance/gross defects under magnification, foreign matter, impurities, contamination, fish eyes, and gel spots. During manufacturing of the inflation balloon, the inflation balloon undergoes 100% balloon dimensional inspection for working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness. Also the inflation balloon is also 100% visually inspected for witness lines, foreign matter, impurities, contamination, deformation on the cone, crow's feet, gel spots, fish eyes, and scratches. During manufacturing of the commander delivery system, the delivery system undergoes multiple 100% inspections. The inflation balloon was inspected visually for contamination. It was also inspected dimensionally throughout the production of the balloon. The crimp/inflation balloon bond is inspected under 2.85x magnification for smoothness and bond gaps. In addition, the bond is inspected for bubbles. During the pleat and fold process, the inflation balloon was visually inspected for scratches and distorted/pinched folds. The fully assembled commander delivery system was 100% visually inspected by manufacturing and quality for defects and cosmetic appearance under minimum 2.85x magnification. The fully assembled commander delivery system was 100% functionally inspected by manufacturing and quality for fine adjust function, collet/shaft clearance, and collet engagement. The commander delivery system is 100% air pressure leak tested. Post leak test, the balloon covers and inflation balloon are inspected for any damage. Balloon burst pressure testing and inflation balloon to crimp balloon bond strength testing are performed on finished devices under a sampling basis during product verification testing on all work orders. During product verification (pv) testing of the related work order, the balloon burst pressure and inflation balloon to crimp balloon tensile tests met statistical acceptance criteria. These inspections stated above, support that it is unlikely a manufacturing non-conformance was the source of the complaint. Due to the observed crimp balloon tear, the complaint for balloon torn was confirmed. However, due to this condition (balloon torn) complaint device functional testing was unable to be performed and the complaint for valve alignment difficulty was unable to be confirmed. Of note, dimensional and visual inspection of the crimp balloon revealed that the balloon wall thickness was within specification. Furthermore, engineering evaluation of the complaint device and review of available information (complaint history, lot history, and DHR review) were unable to identify any manufacturing non-conformances. While a definitive root cause was unable to be determined, available information supports that patient and/or procedural factors may have contributed to the reported event. Per complaint description, it was reported that the aorta was tortuous. This indicates that patient tortuosity had a significant impact and may have resulted in increased force and handling/manipulation of the device, which subsequently contributed to the separation of the crimp balloon to inflation balloon. Although information was not provided on the location and condition of the valve alignment, it is known that performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve). If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to the tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval. Engineering studies relating to balloon tears were performed to confirm these conditions and engineering was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Regarding the balloon torn, since no manufacturing non-conformances were able to be identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. No related complaints were confirmed in 2014, therefore no control limits were established for 2015. As there have been at least 3 occurrences per month of "balloon torn" in (B)(6), an actionable threshold was reached. Per management discretion, the decision was made to initiate a product risk assessment (pra) for further assessment of the issue. Regarding difficulty with valve alignment, since no manufacturing non-conformances were able to be identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no product non-conformance was identified in the returned sample, a pra is not required. The complaint was confirmed for torn balloon, but no manufacturing non-conformities were able to be found in the returned sample. No labeling or IFU inadequacies have been identified and review of complaint history reveal that the occurrence rate does not exceed the february 2016 control limits for this trend category. However, at management discretion, a pra was previously initiated for risk assessment and for consideration for further escalation. The complaint was unable to be confirmed for difficulty with valve alignment and no manufacturing non-conformities were found in the returned sample. Available information suggests that procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed the february 2016 control limits for this trend category. Therefore, no corrective or preventative action is required.